Event description:
Philips received a complaint from the customer on the v60 ventilator indicating that there was misalignment in the touch position. There was no patient involvement at the time the issue was discovered. There was no report of patient or user harm. A field service technician (fst) went onsite and replaced the touchscreen to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service.

Manufacturer narrative:
The removed touchscreen was returned to the product investigation lab (pil). The touchscreen was tested; the failure was confirmed. Pil found that this touchscreen failed the required flex cable resistance verification testing. The high out of specification resistance results are the reason for the touchscreen misalignment issue and the reason for the confirmed touchscreen accusation.